Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient reportedly experienced a middle ear infection and cholesteatoma. Revision surgery is scheduled. Advanced bionics is in the process of gathering additional information. When additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly underwent surgery to remove the infection on (B)(6) 2022. The recipient's device was not explanted. The recipient's infection has resolved and device use has resumed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.